Manufacturer narrative:
(B)(4). The complaint optiflow cannulae are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the two complaint op316 cannulae were received at fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection of the cannulae revealed that the left side of the flexitube had detached from one cannula and the right side of the flexitube had detached from the other cannula. Glue was present on the surface of the detached tubing. Additionally, the tubing of one cannula was stretched and damaged. A lot check revealed no other complaints for lot number 140922. Conclusion: the detachment of the tube from the cannula tube joint and the damage to the flexitube are most likely to have been caused by an excessive pulling force, as reported by the hospital. It was observed that the tube has been properly inserted into the cannula and sufficient glue has been found on the outer surface of the tube. A cannula with this type of damage would not have passed our visual inspection, nor would it have passed our pressure test. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put on hold for investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times. - do not stretch or crush tube.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an (B)(6) patient pulled three opt316 optiflow junior nasal cannulas apart. The hospital additionally noted that the "patient is above average and is very robust". No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a (B)(6) patient pulled three opt316 optiflow junior nasal cannulas apart. The hospital additionally noted that the "patient is above average and is very robust." No patient consequence was reported.